Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. The investigation for the introducer damage has been completed. The product was discarded by the customer. The clinical details information suggested the 7 french lp sheath tip characteristic was damaged. If the needle stick in the 14 french introducer was very far out towards the edge of the 14 french valve, the user was most likely to run into the sharp edge of the inner geometry of the peel away hub when doing single access. The cause of the introducer damage was most likely user related since the needle stick was likely too lateral. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15959. H.6 code 4629 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15959 and was added.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
A.5 race is unknown. The companion sheath was disposed of/discarded by the customer and therefore, an evaluation of the sheath was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported during the implant of an impella cp device for a patient in acute myocardial infarction/cardiogenic shock, the companion sheath had a defect described as a lip at the tip that would not allow entry into the peel away sheath. The physician attempted several times to insert the companion sheath with no success. The physician tried to peel off the defect area and again attempted to insert the companion sheath without success. A terumo 6 french sheath was used to complete the impella cp device implant procedure. There was no report of harm to the patient.